Event description:
Four endeavor sprint rapid exchange (rx) drug eluting stents were implanted during the index procedure; two in the obtuse marginal and two in the rca. It is reported that the patient suffered a myocardial infarction, approximately 20 months post index procedure. Investigator has indicated that the event was not related to the study device.

Event description:
Approximately 23 months post the index procedure, the patient was hospitalized with cardiogenic shock and the patient expired 3 days later, cause of death reported as refractory hypotension due to cardiogenic shock. The investigator has indicated the events were not related to the study device. Only one endeavor sprint stent was implanted in rca during the index procedure and not two as previously reported.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (myocardial infarction). (B)(4).

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (death).